Event description:
Customer states that the powder-free latex surgical gloves are causing her to "break-out. There was no medical treatment required and the irritation disappeared within a short period of time.